Event description:
The device was used during a laproscopic cholecystectomy procedure. Reportedly, the safety shield would not retract to penetrate. The surgeon used another instrument to complete the procedure. No pt injury reported.